Event description:
The customer stated that she tested her blood glucose and received back to back readings of 60 and 279 mg/dl. She also tested using another meter and received a reading of 198 mg/dl. The differences between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement products will be sent.